Event description:
A 6f vista brite tip had a kink to the point of near separation 2.5cm from the distal tip. When physician started to advance the guide catheter on the .035 guide wire, he noticed a slight bend at the side hole location on the distal end of the catheter. The physician felt the bend was not defective and continued to advance the guide catheter into the aorta. There was no excessive torque or force used with the device. When the physician attempted to engage the guide in the right coronary artery, he noticed that the distal end of the guide was defective under fluoroscopy. The physician brought the guide catheter back out of the body without difficulty. When the guide was removed, the physician saw a kink/break in the distal end of the catheter near the side hole location. There was no harm to the patient. The physician went back into the body with a new 6f cordis jr 3.5 sh catheter and was able to successfully complete the coronary intervention.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported by sales rep, 6f vista brite tip had a kink to the point of near separation 2.5cm from the distal tip. When physician started to advance the guide catheter on the .035 guide wire, he noticed a slight bend at the side hole location on the distal end of the catheter. The physician felt the bend was not defective and continued to advance the guide catheter into the aorta. There was no excessive torque or force used with the device. When the physician attempted to engage the guide in the right coronary artery, he noticed that the distal end of the guide was defective under fluoroscopy. The physician brought the guide catheter back out of the body without difficulty. When the guide was removed, the physician saw a kink/break in the distal end of the catheter near the side hole location. There was no harm to the patient. The physician used a new 6f cordis jr 3.5 sh catheter and was able to successfully complete the coronary intervention. There was no report of patient injury and the device was returned for analysis. The reported customer complaint of cracked catheter was confirmed; however the exact cause for the damage could not be determined. Neither the analysis nor the DHR review results suggest that the reported failure is related to the manufacturing process. There are potential procedural factors and/or user handling that can contribute to this type of failure. Controls are in place to verify the catheter for cracked condition; the produced catheters are inspected 100 % before leaving the facility. Several inspections are performed through all the guiding catheter assembly process operations. There is no indication that there is a design or manufacturing related issue therefore no action is require one non sterile vista brite tip 6f jr 3.5 guide catheter was received coiled in a plastic bag; the catheter was cracked at 2.7 cm from the brite tip (on 2nd side hole). The brite tip was bent. Blood residues were found in the inner lumen. The catheter was measured against drawing (B)(4) and the results of outer and inner diameter were within specification. Sem analysis was performed to the damaged part in order to identify the source of the cracked condition; the results are the following: the distal tip showed no evidence of elongations. Kinking condition could be observed near the hole and on the back of the hole in the same axis; this characteristic suggest that kinking could be the source of this fracture failure. Marks can be observed near the hole. No visual evidence of any chemical degradation was noted. The exact cause of this fracture could not be conclusively determined. (B)(4). The catheter was inspected looking for potential damages that could caused the cracked condition observed at one of the side holes and looking for a potential root cause of the issue. The cracked unit was inspected under the microscopy, finding some marks on the surface near the damaged hole and also some kinks were observed near to the cracked area. The following investigation was performed in order to determine if the cracked condition could be created during the manufacturing process. The whole manufacturing process was reviewed for potential tooling or equipment that could cause the cracked condition and there was no evidence from the review of the DHR that the machine/tool was not running correctly. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No similar internal issues have been reported in the last 12 months.